Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was displaying a lower than expected monitoring voltage. The ICD will be returned for analysis.